Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged, however this did not resolve the problem. Advanced bionics is in the process of gathering more information, once more information is available, a supplemental report will be submitted.